Event description:
Spontaneous call from pt to report a pump malfunction. It came up with error code 1660, which is "processor error, main board failure, need to send back to smiths medical for service". It is sn (B)(4). It occurred while using and she switched to her back up pump with no issues or problems. We will send a new pump and a return box. Dose or amount: 57nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.